Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported by a distributor: patient reported a day earlier to of some abnormal controller behavior. On (B)(6) 2016, the patient was admitted to the hospital with a controller that seems to be completely off. (No lights or messages on the lcd screen of the controller). The pump was not on. The pump off time was 2 hours. The patient remained stable throughout this time. The echocardiography showed no flow through the pump. Clinical specialist and clinical department were called for assistance and they advised not to exchange the controller after such a long pump off time. The clinical team decided that pump exchange was not an option for this patient so the clinical team decided to give tpa to the patient, exchange the controller and turn the pump on manually. The pump started and the speed was increased up to 2600 rpm. The pump parameters were within normal values and no neurological symptoms were observed. The patient remains stable. The echo showed a good contracting left ventricle and a suspected thrombus in the left atrium. The old controller serial number and clinical information are requested. The patient remains in the hospital.

Manufacturer narrative:
The reported event of the unreturned controller, con191041, powering off could not be confirmed. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Analysis of the device could not be performed since the device was not returned for evaluation. Analysis could not be performed as the device was not returned. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.